Manufacturer narrative:
Investigation summary: five shelf cartons were received at (B)(4). Investigation conclusion: bd was able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: CAPA (B)(4) was opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the product labeled 25 g x 1 in. Bd safetyglide¿ needle was actually 5/8" needles. No injury or medical intervention.